Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation versacross steerable access solution were selected for use. It has been mentioned that before the insertion stopcock broke off. The procedure was completed using different device (same model). The product is not expected to return as disposed.